Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The procedure was completed as planned without any impact to the patient. A philips remote service engineer (rse) inspected the system remotely, reviewed the system logs and found a remote alert stating that host pc had a memory problem. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse confirmed that there was host pc random access memory(ram) error and replaced host pc and hard disk, and upgraded the system software to resolve the issue. The host pc was returned for analysis and part analysis indicated that there was an issue with dual in memory module(dimm) and also local area network(lan) failure at bootups. Philips has confirmed that the reported failure is due to a dual in-line memory module(dimm) failure. Due to the dimm failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1156-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of host pc and hard disk and upgrade of the system software. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the rmt: host pc memory 2 problem occurred during runtime. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.